Manufacturer narrative:
Device is a combination device.

Event description:
It was reported that the stent fractured and the patient was referred for vascular surgery. A 6x120x75 eluvia drug-eluting vascular stent was implanted in (B)(6) 2018. It was later noted that the patient was experiencing pain in the middle superficial femoral artery. Fluoroscopy was then performed which revealed the eluvia stent was fractured in the superficial femoral artery. The patient was referred to the vascular surgeon for intervention. The patient is currently stable.